Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain in both her hip bones when stimulation was turned on. Pt reported having heart problems. Explant of the device was suggested. The pt lost her insurance and had the device explanted.